Event description:
Complainant alleged that the device gave a "unit failed" prompt and displayed red "x" indactor. Complainanat did indicate that there was pt involvement during the reported malfunction.